Event description:
Customer experiencing inaccurate low results with a ot basic meter. The patient's blood glucose result was 72 mg/dl on the meter and 259 mg/dl on the lab. Tests were done within 10 minutes with a difference of 69%. Patient did experience symptoms of nervousness, redness in the face and feeling of fever. Pt did not report receiving any treatment in the ER.